Event description:
The customer reported the system's monitors went out outside of a case and that there were interconnect cable issues. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and replaced the monitors. The system was tested and found to be working as intended and put back into service.